Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had did not alarm no delivery. Customer experienced high blood glucose and blood glucose value was 460 mg/dl. Troubleshooting was performed. The customer was assisted with troubleshooting. Customer treated high blood glucose using a syringe as per his health care professional instructions. Customer declined air bubbles or leaks. The high pressure test was performed, and insulin pump alarmed. User was oriented to change infusion set system and insert it on another site, but user was not secure about the insulin pump¿s use and informed that he will wait an analysis by the clinical specialist. The device will not be returned for analysis.

Manufacturer narrative:
Sw 2.9d retainer ring = black case type = ngp customer returned pump for an alleged pump high bgs. On event date 20-mar-2020. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit care link and pump history was download successfully. Pump passed the data at 0.08295 inches. Tested with a test p-cap and the test p-cap locked in place properly. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Unit perform visual inspection and pump received cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Unit passed required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.